Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00), the surgeon started screwing the plunger of the injector and saw that the trailing haptic was not folded on the optic. Reportedly, the haptic was stuck between the plunger and the cartridge. The surgeon took a pincet and pulled the lens out of from the cartridge into the eye. No damage in the eye and no wound enlargement was required. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: in review of the file, it was noted that the initial MDR was sent in error. The customer's reported complaint is not a reportable malfunction as initially indicated. No further information will be provided under this manufacturing report number. Device evaluation: the product was not returned to the manufacturing site because the lens remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.